Event description:
Customer reported patient was non responsive and in shock. Device = 269 & 234 mg/dl. Lab = 66 mg/dl. Another device = 243 mg/dl at 2:35 pm and lab = 20 mg/dl at 2:43 pm. Patient was given a dextrose IV. No controls. A request was made for return product and replacement product was sent.